Event description:
Hcp reported patient underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of hydromorphone and bupivicaine for pain. 18 months after implant, the patient developed progressive numbness followed by acute paralysis over a two week period. An MRI diagnosed an intraspinal mass at the tip of the t9-10 catheter. The patient underwent surgical removal of the mass in 2001. The mass was a hard, chalk-like white substance, most likely precipitated drug, the catheter was in the epidural space. There was an immediate improvement in the patient's motor function after surgery. Following explant of the device, the patient continued to have numbness in thighs and some decreased sensation in the feet.